Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the pump¿s black box revealed one unexplained pump reboot. The battery compartment was found to be cracked on the side from the threads to the cove. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump without any power interruptions occurring. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Unrelated to the original complaint, there was damage found to the pump case between the up key and the case seal. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging intermittent power to the pump. The reporter indicated that the battery compartment was cracked but the battery cap was secured with no o-ring showing at the time of the power issue. There was no known moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.